Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. An imagery review of patient's anatomy showed calcium present on the leaflet. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. No manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, ''fcs calcium in the sinotubular junction (stj) was reported''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required at this time.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 23mm sapien 3 ultra in the aortic position via transfemoral approach, at the end of deployment, the delivery system balloon burst. Delivery system was prepped nominally at 17cc. The valve was fully deployed and paravalvular (pvl) was none/trace. There was no need to post dilate and the delivery system was removed without any issues. Delivery system balloon was fully intact and appeared to be a longitudinal tear on the balloon. According to the fcs, calcium in the sinotubular junction (stj) appeared to be the reason for the balloon burst. There was no patient harm. Patient is in stable condition.

Manufacturer narrative:
Investigation is ongoing.